Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be powered on and remained unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.